Event description:
It was reported that the healthcare professional was asking why the minute ventilation (mv) sensor feature trend on this pacemaker was completely flat at the base rate when the patient was running while exercising and the patient had no symptoms. Boston scientific technical services indicated that there could be many possible causes in the minute ventilation (mv) feature being automatically disabled. If the healthcare professional want boston scientific to investigate further, device data needs to be provided for review. However, one of the reasons could be that the mv sensor was automatically disable due to the patient running in the gym on a treadmill. The gym usually has lot of equipment surrounding the patient, the mv sensor could had picked up environmental noise which would have impact the mv sensor impedance. No additional adverse patient effects were reported. This pacemaker remains in-service.

Event description:
It was reported that the healthcare professional was asking why the minute ventilation (mv) sensor feature trend on this pacemaker was completely flat at the base rate when the patient was running while exercising and the patient had no symptoms. Boston scientific technical services indicated that there could be many possible causes in the minute ventilation (mv) feature being automatically disabled. If the healthcare professional want boston scientific to investigate further, device data needs to be provided for review. However, one of the reasons could be that the mv sensor was automatically disable due to the patient running in the gym on a treadmill. The gym usually has lot of equipment surrounding the patient, the mv sensor could had picked up environmental noise which would have impact the mv sensor impedance. No additional adverse patient effects were reported. This pacemaker remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.